Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was noticed to be slightly deformed during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 2ea tubes have molding issue. The tube shape was not normal, it was inclined, which can be seen by the naked eye carefully, compared with the wall, obvious deformation can be seen."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was noticed to be slightly deformed during use. The following information was provided by the initial reporter: "during use, the customer found 2ea tubes have molding issue. The tube shape was not normal, it was inclined, which can be seen by the naked eye carefully, compared with the wall, obvious deformation can be seen."